Manufacturer narrative:
The customer reported that their patient has died under unclear circumstances. At this point there is no definitive answer if this death was anticipated or was it contributed by device malfunction. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: zm-540pa; serial #: (B)(4); device manufacturer data: 02/05/2015; unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their patient has died under unclear circumstances. At this point there is no definitive answer if this death was anticipated or was it contributed by device malfunction.